Event description:
It was reported that the patient's right ventricular lead exhibited high and low pacing impedance. Lead damage was suspected. No interventions were performed. There were no patient consequences.